Manufacturer narrative:
Additional information was received on 06/30/2015. Third party manufacturer conducted a batch record review for lot # 14fm0207 and found no exceptions. Four retention samples were also examined and the appearance of the balloon/inflation port, catheter body and valve function were normal. One sample from the same lot along with 8 samples from different lots were utilized for simulation testing, the irrigation port was injected with water in the port and through the tube. The balloon was inflated for this test and no blockage or leakage were noted when water was sent through the irrigation port. Expansion was noted in different locations when the tubes exit was purposely blocked. After a thorough batch record review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. Device MFR date has been updated to reflect the correct device manufacturing date. No additional patient/ event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 07/23/2015.

Event description:
A nurse reported a patient had a flexi-seal signal fms placed on (B)(6) 2015 for "irrigation and evacuation". The nurse went onto state "it was not possible to irrigate the tube by filling through the irrigation port; the tube looks as if it was obstructed somewhere" the nurse further reported the fms was removed and replaced with another fms. Finally, the nurse stated there was no injury to the patient and the patient's primary diagnosis and/or co-morbidity was "respiratory failure and bowel obstruction."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. (B)(4).